Event description:
It was reported that there were reported issues with small/medium ligaclips. The reports were that after the device is fired, the clips do not line up; one side of the clip hangs lower than the other side. The customer had no devices to return, all of them had been discarded. No other information was available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.